Event description:
We need replacement parts for a carex commode assist purchased from (B)(6) less than a year ago on (B)(6) 2020. We need the mechanism that bolts to the lock release lever. The metal has fatigued and broken.